Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 and p4 pads were loose. The cause of the non-functional battery pack is the loose busbars. The root cause of the loose busbars cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery was non-functional.